Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. For example, the patient reported the following discrepancies: cgm reading 43 mg/dl and blood glucose meter reading at 120 mg/dl, in addition to cgm reading high and blood glucose meter 249 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.